Event description:
The patient reported amplitude was increased higher than usual on the patient programmer to control pain. The patient attempted to decrease the amplitude as the pain began to subside, however the minus key would not work and the stimulation continued at the stronger level causing over-stimulation. As a result, the magnet had to be used to turn stimulation off instantly. The patient programmer has not been dropped or wet. Follow-up revealed the patient programmer was replaced and is working properly.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.